Event description:
It was reported that a user experienced prolonged high blood glucose reported at 376 mg/dl after changing supplies on an ilet system, with device data showing persistent elevated readings for several days and user-reported difficulty properly filling the infusion set tubing. Customer care provided support that included review of uploaded device reports and user coaching on infusion set and cartridge handling. Investigation of this case revealed user technique issues related to incomplete or improper tubing fill. No clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and education on performing a full supply change and proper tubing priming, with an expedited replacement supply shipment coordinated through the distributor. It was concluded that the event was attributable to user handling of the infusion set and tubing rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.